Event description:
The MFR was informed by a pt that he suffered from a second degree burn after an examination on philips equipment. The pt was scheduled for an MRI of the pelvis and lower extremities and mentioned to have experienced tickling bee sting like feeling, during the pelvis examination. During the examination of the lower extremities no abnormalities were observed. The pt mentioned to have perspired profusely and to have not noticed the burned area until he was at home changing clothes.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.